Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00113 initial report on 02/22/2021. Additional information - 02/23/2021: siemens has concluded investigation for a discordant reactive (positive) advia centaur xp sars-cov-2 igg (cov2g) patient sample result. The sample was nonreactive (negative) with advia centaur xp cov2t. The patient had previous covid infection several months ago. There is not an expectation that the siemens cov2g assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and assay architecture. The cov2g and cov2t assays may not always correlate. The cov2g method measures igg antibodies and the cov2t method detects igg and igm antibodies. The limitations section of the advia centaur xp cov2g instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." "It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity." Based on the investigation, a product problem was not identified. Customer is operational. No further investigation is needed. In section h6, the investigation finding and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Quality control (qc) results were in range. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. At this time, the presence of an immune response cannot be interpreted as confirmation of immunity. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a discordant reactive (positive) advia centaur xp sars-cov-2 igg (cov2g) patient sample result when compared to a nonreactive (negative) advia centaur xp cov2t result. The discordant result was reported to the physician and was questioned. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2g result.